Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device with a white load did not form the staples on the outer row at the jejunostomy firing and the firing across the jejunum (the distal tip staples were not formed). Another device was used to complete the staple lines.